Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2110401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst while it was being used. Therefore, manual compression was performed for 20 minutes and was recovered. There was no reported patient injury. The mynx was used in percutaneous coronary intervention (pci) case. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion; as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst while it was being used. Therefore, manual compression was performed for 20 minutes and was recovered. There was no reported patient injury. The mynx was used in percutaneous coronary intervention (pci) case. There were no visible signs of device/package damage prior to use. The device storage temperature did not exceed 25 °c. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The balloon lost pressure after being pulled to the arteriotomy. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The procedural sheath was on the catheter and locked onto the sheath catch. The sealant had been exposed to blood but remained in the manufacturing position. Some residual fluid was observed in the inflation tubing of the returned device as received. Per functional analysis, an inflation/deflation test was performed on the balloon and pressure was maintained with proper functioning of the inflation indicator (mynx control instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the balloon distal tip was severely inverted. The condition of the returned device indicates that excessive tension may have been applied on the device during pullback which may have contributed to the reported failure. Under high magnification some liquid was observed in the balloon, suggesting that the device was prepped according to the IFU. A product history review could not be performed as the sterile lot number was not provided. The reported failure ¿balloon loss of pressure-in patient¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during preparation of the balloon, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. A lot number was not provided therefore a product history record (phr) review could not be generated. There is nothing in the product analysis to suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Device received did not match initial complaint reported. After receipt of further information, complaint was updated to reflect device that was received. After updated device, without a lot number, device history record (DHR) review cannot be conducted. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an unknown 5f mynx control vascular closure device (vcd) burst while it was being used. Therefore, manual compression was performed for 20 minutes and was recovered. There was no reported patient injury. The mynx was used in percutaneous coronary intervention (pci) case. There were no visible signs of device/package damage prior to use. The device storage temperature did not exceed 25 °c. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The balloon lost pressure after being pulled to the arteriotomy. Other procedural details were requested but are unknown, unavailable, or not applicable. A 5f mynx control device was returned for evaluation.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst while it was being used. Therefore, manual compression was performed for 20 minutes and was recovered. There was no reported patient injury. The mynx was used in percutaneous coronary intervention (pci) case. There were no visible signs of device/package damage prior to use. The device storage temperature did not exceed 25 °c. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The balloon lost pressure after being pulled to the arteriotomy. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was not returned for evaluation as was originally expected.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst while it was being used. Therefore, manual compression was performed for 20 minutes and was recovered. There was no reported patient injury. The mynx was used in percutaneous coronary intervention (pci) case. There were no visible signs of device/package damage prior to use. The device storage temperature did not exceed 25 °c. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The balloon lost pressure after being pulled to the arteriotomy. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2110401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as rapid inflation, and possible patient factors, such as calcified vessels, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.